Manufacturer narrative:
The alleged broken needle is not expected to be returned for evaluation and review. This complaint of broken needle is unable to be verified and a root cause cannot be determined. The lot number is not available; therefore, a lot history review and device history review could not be conducted. A two-year review of complaint history revealed there has been a total of 7 complaints, regarding 7 devices, for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised the following: contraindications: device is not to be used on bone or similar hard tissue. Warnings: if the needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The user facility reported that during use of the spectrum autopass needle in a cdr suture procedure on (B)(6) 2018, the needle was discovered to have broken. The user did not know when the needle broke during use and did not know if the device fragment remained in the patient. There was no report of delay in the procedure and the procedure completed as planned. The user stated that there was no injury or harm to the patient and the current status of the patient was classified as "good". This report is being raised on the basis of injury to the patient since the location of the needle fragment is not known.